Event description:
It was reported a patient's right ventricular (rv) lead was not capturing. An x-ray showed the lead had dislodged so the patient was brought in for a procedure on (B)(6) 2024. During procedure the lead helix would not retract easily and when it was repositioned the helix would not come back out so the lead was ultimately replaced. Post-procedure the patient was stable.